Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The lifevest reportedly opened up an existing incision on the patient's chest and the area became infected. The patient's physician rebandaged the affected area. Follow-up indicated that the garment was adjusted to no longer irritate the incision site. The current medical condition of the irritation is unknown.